Manufacturer narrative:
Follow up information received on 27-jan-2016. Device breakage with essure questionnaire received. Patient's data was updated. She was obese. Essure implant broke during placement. The deployment button spontaneously deployed. The catheter was inserted, the thumbwheel was rotated until the golden marker seen, the deployment spontaneously deployed. Eight coils were seen at the ostium, appeared to be in tube correct position. The essure instructions for use (IFU) were followed. Essure was not removed. It was medically necessary to remove it and patient did not request it. The patient had no injury; her outcome was unknown. According to the physician she will return for hysterosalpingogram in 3 months. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure button deployed without pushing it and after essure was placed, there was a micro coil in the inner rod, essure implant broke during placement. This event is non-serious and unlisted in the reference safety information for essure. During difficult insertions, single cases have been reported of essure breakage. Since the suspected device breakage occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. Additional non-serious events were reported. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 26-apr-2016: quality-safety evaluation of product technical complaint: the bayer reference number for the ptc report is (B)(4). Essure production date was 02-sep-2015 and expiration date was 28-may-2018. Premature deployment/detachment is defined as the expansion of the outer coils of the micro-insert and subsequent detachment of the micro-insert assembly from the delivery wire prior to the physician completing all deployment steps outlined in the instructions for use (IFU). Several factors can contribute to a premature deployment/detachment event. The most likely root causes are tubal spasms, which prematurely pull the micro-insert from the delivery catheter, stretching of micro-insert during placement attempts, which loosens the inserts grip on the delivery wire, and potential manufacturing deficiencies. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. The possibility of a premature deployment/detachment event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The risk to the patient for this failure mode was assessed during the design process, and adequate risk mitigation actions were taken to minimize the residual risk as documented in the design fmea. Based on the available information a product quality defect could not be confirmed but is considered plausible. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect is not applicable company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure button deployed without pushing it and after essure was placed, there was a micro coil in the inner rod, essure implant broke during placement. This event is non-serious and unlisted in the reference safety information for essure. During difficult insertions, single cases have been reported of essure breakage. Since the suspected device breakage occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. Additional non-serious events were reported. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. Based on the available information a product quality defect could not be confirmed but is considered plausible. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect is not applicable. No further information is expected.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 (lot number cs000xh). Patient was not pregnant. The doctor placed an essure in the left ostium. The button deployed without pushing it. The essure was placed correctly. There was a micro coil in the inner rod, and 5 coils were showing. There was an elongated coil in the uterine cavity. The doctor attempted to cut it, she was unsuccessful. Essure product is ongoing. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure button deployed without pushing it and after essure was placed, there was a micro coil in the inner rod (interpreted as device breakage). This event is non-serious and unlisted in the reference safety information for essure. During difficult insertions, single cases have been reported of essure breakage. Since the suspected device breakage occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. Additional non-serious events were reported. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis and further information are expected.